Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software functions as designed.

Event description:
Medtronic received information regarding a navigation system being used during an occipital craniotomy. It was reported that intra-operatively, while registering a patient with fiducials, the system would not initialize after selecting 4 points. The surgeon would touch 3 points and once they selected the 4th point, the registration would reset itself. It did not save the registration attempt. After this reset, they then collected 8 fiducial points and none of them would give a color status or a registration metric until the 9th point was collected. They received a registration metric of 5.0, to optimize this, they then added points via trace and touch where they would only increase the registration metric between ~7.0 - 9.0. They undid these additional points to get back to the registration metric of 5.0. They proceeded to verify registration and in this screen, the tracer pattern was on the wrong side of the head. The patient was completely shaved and the fiducial placement was good, asymmetric with no fiducials relatively close to one another. They did not have a CT and could only perform the registration off an mr. The site was able to get a usable registration after five or so attempts using a combination of touch and trace. The registration metric was 1.7 and the yellow zone (2mm) encompassed all relative anatomy but was still showing about 15mm inaccurate. Surgery was completed using the navigation system. Surgical time was extended by about thirty minutes and there was no reported patient impact.